Event description:
Boston scientific received information that this right ventricular (rv) lead could not be advanced due to the patient's anatomy. When the lead was removed, it was discovered the coil was damaged. As a result, a new lead was implanted. No adverse patient effects were reported.

Manufacturer narrative:
This lead was discarded. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.